Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis and functional analysis did not reveal any anomalies. Conclusion: could not confirm the failures seen during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case and lower case were broken. It was noted the ring cover and ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for trade-in, analyzed and tested out of specification. There was no patient involvement reported.